Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple orders were not crossing over to pyxis. A technical support specialist (tss) dialed into the station and confirmed it was in critical override mode. Attempts to access the server via secure link failed due to unexpected errors. The tss informed the customer that new meditech orders were not crossing to pyxis stations. A server downtime query and device summary review identified repeated failed deployments of the cce interface services utility package. The referenced packages were rss packages that were used to restart the cce services if they were not running. The issue was caused by a non concurrent error in the inbound processors service on the es server and was resolved after the service was restarted at 22:57 cst yesterday. A script was being developed to address the non concurrent error. The customer informed that the orders are crossing. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple orders were not crossing over to pyxis and were delayed by approximately two hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.